Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it was not returned in its original package. The tip showed signs of activation. The handle, shaft, tubing and plug did not show any signs of damage. No other anomalies were noted. A functional test was performed by activation of the device. The device was connected to a test generator, and a test footswitch was also used. The default values were displayed correctly; no alert messages were displayed. The ablation function was activated several times in its maximum power for one minute each test, and the error code ¿output shorted¿ was displayed. Under coagulation function, the electrode was activated several times in its maximum power for one minute each test, and the error code ¿output shorted¿ was displayed. The device will be sent to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was not received in its original packaging, only in a sterilization bag. The tip was used with tissue debris inside the active tip and on the surface. The handle, cable and plug assembly were used, and there was procedural residue visible in suction tube. Visual inspection indicates that the manifold exhibits initial thermal degradation at the distal tip, consistent with early-stage melting, which is likely damaged by misuse or a 'shorting' event. The specific root cause cannot be determined. The complaint device failed electrical checks (hipot active - return) and functional checks (footswitch activation - ablate, with output short warning). Based on the evidence of the damaged section of the lower manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous s90 handswitching/one piece lps complaints. Electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through a CAPA. The overall complaint was confirmed as the observed condition of vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained issue. Based on the investigation findings, a potential cause is traced to design. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. E1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that during evaluation of the vapr s90 4.0mm w/integr hdp device, it was determined that the manifold was melted and there was foreign substance/debris/cleaning/sterilization. It was noted in the service order that the device was found to be shorted, and the could not be used for the surgery. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.